Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51 mm abdominal aortic aneurysm. The diameter of the left iliac artery was 14 mm. There was an 80% stenosis in the left iliac artery which required percutaneous balloon angioplasty at the index procedure. The stent grafts were successfully implanted with no noted adverse events or device issues. It was reported that approximately 3.5 years post-implant, the left contralateral limb of the stent graft became occluded. The patient experienced claudication in the left lower extremity with a 100 meter walk. The physician assessed the event to be not device and not procedure related, and noted that the cause may be due to occlusion of the left external iliac artery. No additional clinical sequelae were reported, and the patient is being monitored.